Event description:
Patient underwent an evans osteotomy flat foot reconstruction and cotton osteotomy with cancello-pure wedge at both surgical sites on (B) (6) 2008. A claw plate was utilized at the evans site and calcaneal slide at the cotton site. Report of revision due to nonunion at the evans surgical site only, date of revision unknown.

Manufacturer narrative:
Investigation: no unique lot or serial number was provided. Cancello-pure wedge grafts undergo two validated sterilization methods; biocleanse: to eliminate the potential of disease transmission and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Re- review of biocompatibility validations and comparison of current processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted. Results of investigation: to date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. Conclusion: many factors may lead to non-union. Examples include bacterial/viral infection, inflammation, foreign body response, or relative movement of the implant within surrounding tissue. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (eg steroids), adjunct hardware/implants, the physical location of the osteotomy/surgical site, or a prolonged inflammatory response.